Event description:
The report stated that during a total colectomy using ls1037, the surgeon was about half finished with the procedure when the ls1037 stopped sealing. There was no re-grasp alert indicating incomplete seal and it did give an end tone indicating the seal was complete. The surgeon tried 2 more ls1037s, converted to an open laparotomy and tried using a ligasure impact. This responded the same way as the ls1037. The surgeon used sutures to complete the case. The pt is reported as ok. All devices were disposed of. The other ls10367s were filed on MDR reports #1717344-2008-00354 and 1717344-2008-00355 and the lf4200 (impact) was filled on 1717344-2008-00356.

Manufacturer narrative:
Date of initial report: 08/05/08. Immediately post surgery, the pt file was reviewed with surgeon by a company rep. It was pointed out that steroid use, inflamed bowel and the type 2 diabetes were all conditions that could each individually impact the quality of the seal. The doctor agreed and had noted this prior to use. In his several years of experience he had previously used ligasure on pts with similar conditions and had not expected a problem. The surgeon agreed it was a pt condition that caused the issue this time. The IFU states: use caution during surgical cases in which pts exhibit certain types of vascular pathology (atherosclerosis, aneurysmal vessels, etc). For best results, apply the seal to unaffected vasculature. See attached memo.